Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a spraying leak in the the distal end of the catheter tubing, approximately 5 cm proximal to the valve. No details of the damage could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that leakage in groshong PICC line catheter during use. Used fresh kit and resolve the issue and patient received scheduled treatment. No patient serious injury was reported. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that leakage in groshong PICC line catheter during use. Used fresh kit and resolve the issue and patient received scheduled treatment. No patient serious injury was reported. No other information was provided.